Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed. The vacuum and ablation test were repeated and were completed successfully. Energy check was not performed as recommended every two hours. The log file shows multiple successfully performed treatments. The reported treatment (right eye) could be identified in the logfile. The treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. So, the reported issue is not caused by the system or the used patient interface. The info message 'vacuum pumps stopped by foot pedal - treatment is aborted' indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. The root cause is user handling. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing food pedal and could be finished successfully. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction with a patient interface (pi) during lasik flap creation on the right eye. There are multiple related reports for this facility. This report addresses a pi used on (B)(6) 2021 (B)(4) and additional manufacturer reports will be filed.